Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint was unable to be investigated due to internal moisture damage. A blank screen occurred during power up because of the moisture damage; there was no sound, only vibrations. Unrelated to the original complaint, it was observed that there was evidence of moisture corrosion internally, on the display, on the main boards and also near the keypad connector. The buttons were not able to be tested, but there was no evidence of peeling or damage to the keypad. The keypad was removed and there was no evidence of contamination under the key contacts. It was also noted that the battery compartment was cracked causing a battery compartment leak.